Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the touchscreen will not hold calibration. This was a bench finding, no impact nor harm reported.